Event description:
The sfa stenting procedure was performed in (B)(6): during the deployment of the protege everflex stent in the sfa, the handle (which is pulled back) broke from the outer part of the delivery system. The stent was deployed in the incorrect place. Another protege everflex was used to cover the correct lesion.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.